Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 2 unspecified bd connecta experienced a loose stopcock (1) and leakage (1) during use. The following was reported by the initial reporter:"it was reported via post market survey that the clinician encountered occurrences of leakage (1) and tubing disconnects from the stopcock (1).

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Additional initial reporter phone: (B)(6). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 2 unspecified bd connecta experienced a loose stopcock (1) and leakage (1) during use. The following was reported by the initial reporter:"it was reported via post market survey that the clinician encountered occurrences of leakage (1) and tubing disconnects from the stopcock (1)."